Manufacturer narrative:
(B)(4). Batch #: v95v01. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the white tissue pad fell off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 9/26/2022 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harh36 device was received with no apparent damage. The tissue pad was not detached as reported by the customer. The returned device was connected to a test handpiece for functionality using a gen11. When conducting the functional test no uses remaining/ replace instrument alert screen could be confirmed. This could cause the device to turn off. The device was disassembled to inspect the internal components and no anomalies were noted. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the system.